Event description:
It was reported that lead re-positioning was attempted, but the helix would not re-engage. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead re-position was attempted, but the helix would not re-engage. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood/body fluids on the distal conductor and in/on the helix and helix mechanism. The outer insulation has cosmetic depression. Apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.